Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , improper shutdown, was not reproduced. Evaluation inspected the device with a known good pump and no alarms occurred. A review of the event history log revealed an ¿improper shutdown!¿ message occurred at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The battery cell requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred during testing in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.